Manufacturer narrative:
No patient information provided to date after calls to customer 01/04/2021, 01/08/2021, and 01/15/2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.